Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see medwatch reports 2032227-2014-29579 and 2032227-2014-29415.

Event description:
The customer reported that he was hospitalized for two days with diabetic ketoacidosis and unspecified high blood glucose. It was stated this was related to a malfunction of insulin delivery by the insulin pump. The customer had a heart attack, but no date was given and it was unclear if this was related to the issue at hand. It was also stated that the customer started to have a seizure, with no specification as to when this may have occurred, as the customer mentioned multiple events at the time of reporting. An instance was mentioned where there was a bent infusion set cannula without a no delivery alarm occurring, but any relevance to the event at hand was not specified. Nothing further was reported.